Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Omsc checked the device history record of the device, there was no irregularity found. Omsc estimated that the exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from ocsm, omsc surmised that this phenomenon was attributed to the failure of the camera cable. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device for evaluation. It was confirmed that there was no image of the subject device which caused by the camera cable break. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the image of the subject device was not displayed. The subject device had been returned to olympus (B)(4) for repair of the twisted camera cable. There was no report of patient injury associated with the event.